Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was initially reported that the device was explanted after an implant duration of approximately 8 years. However, through follow-up with the health-care provider, it was learned that the valve was actually implanted then explanted during the same operation in 2003 due to suture looping. The patient had his mitral valve replaced with an edwards bioprosthetic valve for severe mitral regurgitation. After the valve was implanted, significant mitral regurgitation was still noted. The area was inspected and it was found that the mid anterior leaflet suture had a limb of its suture which had passed over the top of the commissure and it snared the commissure in the vicinity near the left ventricular outflow tract. This had pulled the leaflets down causing some regurgitation at that point and as such the valve was not suitable for re-use. The valve was removed and replaced with another bioprosthetic valve. Additionally, there have not been any allegations of a product malfunction or quality deficiency related to the edwards valve.

Manufacturer narrative:
Suture looping. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The information provided suggests that this event was procedural related and not due to a product malfunction or quality deficiency. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. No further actions are possible.